Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had an infection at the pocket site. Symptom of induration surrounding the incision was seen and mild erythema was also noted. The patient underwent an explant procedure.